Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2012 and suture was used. Post-operatively, all sutures have given way and the implant has been exposed requiring an additional surgery.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07522. The same patient is represented in each medwatch.